Event description:
Device stopped working.

Manufacturer narrative:
It was reported that the device would not power on. The customer reported that the device was required for treatments. No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.